Event description:
On 11-may-2026, a sales representative reported via email that an ar-3653ttsp knotless 2.6 fibertak rc soft anchor pulled out during a rotator cuff repair procedure upon conversion of the knotless mechanism. The implant and suture were removed, and a hard-body corkscrew anchor was used to complete the procedure. No patient harm was reported. Additional information was received on 14-may-2026: this event occurred on (B)(6) 2026. The anchor was fully deployed and seated prior to initiating the knotless conversion, and the suture was properly tensioned. No resistance or abnormal behavior was noted during tensioning or conversion. To complete the case, an ar-3641sp self-punching knotless 2.6 fibertak anchor was opened and implanted at a new, more anterior site rather than the original hole. The procedure experienced an approximate 5-minute delay, during which an additional 5 minutes of anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.